Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after an interventional procedure using a 6f sheath. Reportedly, slight resistance was felt during advancement of the proglide device into the anatomy and when firing the plunger, it didn't click. Apparently, something is wrong with the plunger mechanism. The proglide device was retracted and another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible there was interaction with the vessel trac due to anatomical conditions, the angle of insertion, or a prolapse of the guide wire contributing to the difficult to advance. The mechanical jam of the plunger could be a result of any ongoing interaction, and/or a cuff miss where one of both needles are directed into the foot itself not the foot pocket, thereby preventing the plunger from fully seating. Without a returned device, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.